Event description:
As reported, during a procedure the surgeon inserted the ventralight st w/echo 2 through a 10mm trocar. When the surgeon attempted to pull the hoisting suture up through the defect, the hoisting suture broke. Per contact the instrument used to pull the hoisting suture is unknown. It was reported that another mesh was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As reported, ventralight st w/echo 2 the hoisting suture broke when attempting to pull up through the defect. The information provided is limited. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in august 2022. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.